Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25oct2018. The customer contacted philp's product support requesting for service assistance. Product support advised customer to replaced the power management (pm) board. The customer's biomedical engineer replaced the power management (pm) board to address the reported problem.

Event description:
The customer reported that the ventilator only works on alternate current power. Unit shuts off immediately upon withdrawing alternate current power generating a power fail alarm. The customer reported that the unit was not in use on patient. The event date was not specified; estimate used.